Event description:
The user's hearing performance is affected after a head trauma.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by the reported trauma appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation has been considered, but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance is affected after a head trauma.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by the reported trauma appears likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's hearing performance is affected after a head trauma. The user has been re-implanted.

Manufacturer narrative:
Conclusions: the investigation results revealed overload fractures in the active electrode confirming that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user's hearing performance is affected after a head trauma. The user has been re-implanted.